Event description:
Pt had vaginal hysterectomy with removal of both tubes and ovaries along with anterior and posterior vaginal repairs and placement of suprapubic cystotomy. At end of procedure, sponge count was incorrect. Sponge left in pelvis. A laparoscopic examination retrieved the sponge. It was noted that there was a fracture of one of the grasping forceps used to remove the sponge and initially it was thought that there was a metal fragment retained but a pelvic x-ray and careful search showed no fragment. Subsequent inspection showed that all parts were present despite the failure of the device.